Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified pressor medication. No specific programming parameters were provided. After an unspecified length of the time, the nurse noted that while plugged in, all 3 channels of the device shut down and turned off. No specific event details were provided. The customer contact reported the patient's blood pressure decreased. No specific blood pressure values were reported. There were no reported adverse patient effects. No medical interventions were reported . Multiple unsuccessful attempts have been made to obtain additional information.